Manufacturer narrative:
The medical center has not returned any impella pump product for analysis or benchtop testing. No root cause can be determined with the clinical information alone shared to date. Should more be shared, and root cause determined, a follow-up report will be forthcoming. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had a patient admitted with an acute myocardial infarction. The plan was for cardiac bypass (CABG) and aortic valve repair (avr). The impella cp and ECMO were placed in the or to give hemodynamic support. The impella limb had signs of ischemia and so the surgeon had an antegrade sheath placed. The need for the intervention to perfuse the limb prompts reporting. The pump remained on for 7 days beyond the intervention for the limb.